Manufacturer narrative:
Device evaluated by MFR: a visual inspection identified that the proximal section of the sheath was kinked. Impedance testing shows a good unit wave form. Image characterization testing could not be preformed due to a partial detachment of the imaging window. A functional inspection was performed and the catheter was unable to be flushed due to a partial detachment of the imaging window that generate a leak. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. The partial detachment of the imaging window was observed near to the lapjoint section.

Event description:
Reportable based on device analysis completed on 13may2021. It was reported that catheter leak occurred. A percutaneous coronary intervention was being performed. The 80% stenosed, 18x3.5mm target lesion located in the moderately tortuous and moderately calcified left circumflex artery. This opticross device was selected, during the procedure the front end of the catheter was leaking liquid, they were unable to prime the device and the image was not clear. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, device analysis revealed a separation near the lapjoint.